Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that unprogrammed boluses of 0.0 units were being delivered from the meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/13/2014-device evaluation:the device has been returned and evaluated by product analysis on 01/30/2014 with the following findings:the returned pump and meter were successfully paired at the start of investigation. No button response issue was found with the pump¿s keypad buttons or the meter buttons; no hypersensitivity was observed. The pump and meter were exercised together for 24 hours on a 1 unit per hour basal rate; no unprogrammed boluses were performed or recorded in the pump¿s history during this time. A 10 unit normal bolus and a 10 unit audio bolus were performed and were both accurately recorded in the pump¿s history. No defect was found with the returned meter or returned pump during testing. Animas has conducted a review of the device history record for this pump and meter and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.